Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6). It was reported that post coronary artery stenting, stent thrombosis occurred. The patient presented for treatment of stable angina and a synergy stent was placed. An unspecified amount of time post synergy stent placement, the patient experienced stent thrombosis in the left anterior descending artery. A repeat percutaneous coronary intervention was performed to treat the event.